Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the physician reported during a middle cerebral artery (mca) procedure, he noted some resistance in the catheter with the guide wire. The physician reported that "when only the guide wire was pulled, the catheter was pulled along". The physician reported a total of four coils had been deployed during the procedure, before this incident occurred. There was no allegation of harm. The physician did not provide any additional details regarding the alleged event.

Manufacturer narrative:
The device in question was returned to boston scientific for technical analysis. Upon receipt of the device, no outward visual defects were noted. However, when the device was flushed with water, resistance was noted. The catheter was subsequently cut (per physicians request), and the inner lumen of the device was found to have delaminated thereby causing the catheter to be slightly occluded, and the resistance the user experienced. Boston scientific was unable to conclusively determine what caused the inner shaft to become delaminated. The root cause remains unk.